Manufacturer narrative:
In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. The pump returned to moog having sustained enough physical damage as to make evaluation impossible. In fact, the investigating engineer ordered the scrapping of the pump rather than attempting to repair it. Moog was unable to confirm the complaint. However, because (mis)use-related damage is one possible cause of free flow, it is conceivable that the pump's condition could have been the cause of the reported free flow event.

Event description:
The initial reporter simply stated "free flow." Moog received no further clarification. (B)(4).